Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site found the straight suction to be bent. The site used the curved and 90 degree suction instead of the straight suction. Additionally, it was noted that the straight suction did not pass verification. It was suspected that the suction was bent in the sterile processing process since it passed when they received the tray but wouldn't during the case. There was no delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical examination confirmed the reported issue as the instrument had some difficulty verifying when attached to a known good tracker returning a divot error of 1.9 mm to 2.0 mm. This issue was documented in a medtronic navigation hardware anomaly tracking database. Reassessment of the event determined that the requirement was not met for reporting, and product analysis supports that. If information is provided in the future, a supplemental report will be issued.